Event description:
A chest x-ray noted the possibility of what appeared to be a catheter fragment. The pt had a history of an indwelling vascular access port which was placed in 2001, became non-functioning and was removed. An attempt to remove this fragement via interventional radiology was not successful. Further surgical intervention is not planned at this time.